Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's left eye in a secondary surgical procedure due to dysphotopsia. A non-johnson & johnson lens was used as a replacement. No further information was provided.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between nov 11, 2021 and jan 25, 2022. The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, no information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information received from the account indicated that the patient¿s symptoms first noted on (B)(6) 2021. No additional surgical interventions required with the original surgery. The patient outcome was reported to be 20/40, patient was not satisfied. There was no patient injury. The patient ethnicity/race and weight was asked but reportedly that information is not available, so was not provided. The following fields were updated accordingly: section b3: date of event: (B)(6) 2021. Section d9: device available for evaluation? Yes . Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: feb 28, 2022. Section h3: device evaluated by manufacturer: yes . Device evaluation: visual inspection under magnification revealed that the lens was received cut in half (w/ one half missing). No issues related to or could have contributed to visual issues were observed. Based on the return condition of the lens, no further product evaluation could be performed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.